Event description:
It was reported that a polarity switch occurred on the right atrial (ra) lead. It was noted that the lead exhibited low impedance. Other parameters were observed to be stable so the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.